Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited low impedance. The lead was removed and replaced. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.